Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. During the follow-up call, the patient stated that the alleged meter inaccuracy began at the beginning of (B)(6) 2016. The patient claimed that during the night of (B)(6) 2016 at around 1:00am, he developed symptoms of ¿sweatiness, shaking and tiredness.¿ at the onset of the symptoms the patient reportedly tested his blood glucose with the subject meter and obtained what he felt was an inaccurate high result of ¿47 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient claimed he treated himself with jam and bread to feel better. During the follow-up call, the patient informed the csr that he tests his blood glucose once daily each morning and that his normal blood glucose range is around ¿126 mg/dl.¿ the patient stated that he manages his diabetes with novomix 30 insulin (self-adjusted dose in the morning before breakfast) and oral medication (stagid; dose unspecified). The patient was unable to confirm when he last tested with the subject meter prior to the onset of the symptoms, however claimed the last result obtained was ¿40 mg/dl¿ and he denied taking any diabetes medication or insulin in response. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored correctly and were not expired or opened past their discard date. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Product was replaced and requested back for evaluation. Although the patient developed symptoms suggestive of acute metabolic distress from hypoglycemia, there is no indication that the subject meter caused or contributed to this injury. The patient¿s symptoms correlated with the readings obtained with the lfs device. However, this complaint is being reported as a malfunction as the alleged inaccuracy issue was not resolved during troubleshooting.